Event description:
Customer reported hospitalization due to high blood glucose readings of 600 mg/dl. Customer stated that he had a neurological surgery and begun experiencing high blood glucose and diabetic ketoacidosis in the recovery room. Through troubleshooting a no delivery alarm and a low reservoir alarms were noted in the alarm history. Drive support cap, basal rates and bolus wizard setting appeared to be normal. Customer's current blood glucose reading is 133 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.